Manufacturer narrative:
New information was received that a few days after the procedure, the patient developed a pneumothorax. Medical intervention was required to insert a tube allowing the air to escape. The issue was resolved and the patient had no further adverse effects.

Event description:
Boston scientific received information that this patients leads were attempted. The leads became dislodged before the pocket was closed and the physician was unable to reposition them. The physician decided to stop the case and try again at a later date. The device and leads were explanted and were not replaced. There were no adverse patient effects reported.